Event description:
It was reported that vessel dissection occurred. The target lesion was located in the mid left anterior descending artery. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for dilation. However, upon deployment of the stent, a flow limiting dissection was observed at the distal stent edge, and it was covered with another 2.75 x 12mm synergy xd stent to complete the procedure. There were no patient complications. Patient was stable.